Event description:
It was reported that a pt had an anaphylactic reaction while undergoing a cystoscopy procedure with a scope that had been disinfected in disopa solution. Upon removal of the scope the pt experienced body-wide rubor, edema of penile site and dull headache. It is reported the pt is recovering.